Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4.2 had failed to open. A field service engineer (fse) tested the cubic pocket that was failing and found that part of the clip was broken. It was identified that the pocket was too full of medications, which put pressure on the outside and caused the lid to bind, preventing it from opening. After some of the medications were removed and the pressure was relieved, the pocket functioned properly. The fse then ran a final test on the drawer to confirm it was working as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.